Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated or confirmed the customer reported complaint "ultrasonic needle core broke off." Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.19¿ from the base and the broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Failure analysis found the secondary failure of mechanical indentations or burrs to be related to the customer reported complaint. The instrument was found to have blade damage; the blade was found to have mechanical indentations.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the ultrasonic needle core broke off. The instrument was replaced. There was no report of fragments falling inside the patient. The procedure was completed with no reported injury. Due to the alleged issue, the procedure was delayed by 8 minutes.